Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): above rated burst pressure (rbp). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx trek instructions for use warns: balloon pressure should not exceed the rbp. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending (lad) artery with mild tortuosity and moderate calcification, and a 99% stenosed lesion in the mid circumflex (cx) artery with mild tortuosity and heavy calcification. A non-abbott balloon was advanced, and inflated in the mid lad. The 2.5 x 20 mm trek balloon was prepared per the instructions for use, prior to use. The trek was advanced, and resistance was noted with the calcified lesion. The balloon was inflated in the mid lad to 8 atmospheres (atm). The balloon was then advanced to the mid cx and inflated to 16 atm. During deflation, the cine showed contrast media. The trek was removed without issue, and it was noted that the balloon had ruptured. A non-abbott balloon was used to continue dilatation, and the procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.